Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment, single leaflet device attachment, complete clip detachment, and foreign body removal with a snare. It was reported that this was a mitraclip procedure to treat grade 3 to 4 mixed etiology mitral regurgitation (mr). Images were difficult to obtain but clip was visible during the entire procedure. The cds was curved to almost 95 degrees. The mitraclip was ready to be deployed, but during the attempt to deploy the clip, the cds shaft did not separate from the mitraclip. Troubleshooting maneuvers were performed and the cds shaft was able to separate to deploy the mitraclip. After deployment, the anterior mitral valve leaflet was no longer in the mitraclip. The clip was only attached to the posterior mitral valve. A bolus of fluid was administered to check the mr when the mitraclip detached from the posterior mitral valve. The mitraclip was still attached to the gripper line and was able to be removed from the anatomy using two snares. Post procedure mr was untreated and remained grade 3 to 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history did not indicate a lot-specific quality issue. The reported difficulty to deploy the clip appears to be related to a combination of challenging patient morphology/pathology and user error of curving the clip delivery system greater than 90 degrees coupled with substraddling the device likely caused increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip. The reported single leaflet device attachment, subsequent complete clip detachment, and difficult clip removal appears to be due to a combination of patient anatomy/morphology and procedural conditions. This event and the imaging provided by the account were further reviewed by an abbott vascular medical advisor. The reviewer confirmed the reported event details. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, an article was written about this patient. The article is titled, mitraclip detachment and recapture in a patient with catastrophic antiphospholipid syndrome. The patient was a high surgical risk and had antiphospholipid syndrome manifested by multiple organ failure (renal failure, liver failure, stroke). The article indicates that the patient's pre-existing condition of antiphospholipid syndrome resulted in valvular heart disease, promoting valvular damage and inflammation. Several days after the unsuccessful mitraclip procedure, the patient underwent open heart surgery to treat the mitral valve. It was a long surgical time of eight hours and the patient's hemodynamics were unable to recover. Severe inflammatory changes were found on the explanted mitral valve which was friable and had tears on both leaflets. The leaflet tears were likely a combination of the mitraclip device on frail leaflets caused by the patients pre-existing antiphospholipid syndrome. On 3/14/2018 the patient expired in the intensive care unit from multiple organ failure several days after surgery. The patient's pre-existing conditions/comorbidities of catastrophic antiphospholipid syndrome, acute renal failure, liver failure and left ventricular dysfunction contributed to the patient's death. In the physicians opinion, the mitraclip did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
Patient codes: 2104 labeled. Internal file number - (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: the article titled, mitraclip detachment and recapture in a patient with catastrophic antiphospholipid syndrome.

Manufacturer narrative:
Internal file number - (B)(4). The reported leaflet tears appear to be due to the use of the device on a patient with pre-existing conditions (patient morphology/pathology). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. Correction = conclusion code 77 was removed and replaced with conclusion codes 22 and 4311.